Event description:
It was reported that after the surgeon successfully completed the patient's catalys procedure. During initial initial phacoemulsification a capsular tear occurred, secondary to severe pseudo exfoliation and zonular dehiscence on the right eye. Surgeon removed retained lens material and performed an unplanned vitrectomy. No intraocular lens (iol) implanted. Surgeon does not believe the catalys contributed to the surgical complication. No additional information was provided.

Manufacturer narrative:
Section d4: serial number: the customer does not know which device was used at the time of the event as they have multiple phaco systems at the facility. Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: unknown, as the serial number of the device was not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.